Event description:
The pt reports the pump is resetting without user intervention.

Manufacturer narrative:
The pump has not been returned to animas for eval. Animas has conducted a review of the device history record for this pump and it was operating within required specifications at the time of release. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: no black box history from the time of the event was available due to continued patient use. There were no power issues found in the black box history; no evidence of activity outside of normal patient use was observed in the blackbox history. The battery compartment was found to be cracked. The battery cap was able to secure to the pump and the pump powered on normally; the pump was exercised for 24 hours without power issues. The battery cap was tested and no connection issues were found. The pump was opened and no damage was found to the power circuit. Unrelated to the complaint, the display screen was found to be dim.